Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09322.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. X-rays provided show dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products : unknown head, catalog #: unk, lot #: unk, unknown liner, catalog #: unk, lot #: unk, unknown stem, catalog #: unk, lot #: unk, unknown cup, catalog #: unk, lot #: unk, unknown screw, catalog #: unk, lot #: unk. Reported event was confirmed by review of x-rays received. Device history record (DHR) was unable to be reviewed as there were no lot numbers provided. Root cause cannot be determined with the limited information received. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09322, 0001825034-2018-09325, 0001825034-2018-10986, 0001825034-2018-10987, 0001825034-2018-10988. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.